Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2020-01193.

Event description:
The patient was undergoing a thrombectomy procedure in the left anterior descending artery (lad) using an indigo system catrx aspiration catheter (catrx). It was reported that the patient anatomy was tortuous. During the procedure, the physician completed one pass in the target vessel using the catrx. But on the next pass, the physician experienced difficulty advancing the catrx. Subsequently, the catrx was removed. The physician continued with the procedure using another catrx, but the catrx would not advance to the coronary artery. Therefore, the second catrx was removed. The procedure ended at this point. The physician proceeded to percutaneous transluminal coronary angioplasty (ptca) and stenting. There was no report of an adverse effect to the patient.